Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Post-implant follow-up on 2/11/2020 showed high pacing thresholds, intermittent capture, and decrease in rv amplitude. Lead was repositioned on (B)(6) 2020 and remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.